Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . It was reported that the patient faced an event of leakage at the site with five infusion sets after being used for 2 days. Patient's blood glucose level at the time of event was 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.